Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a surgical lead on (B)(6) 2011. The placement of the device allegedly proved difficult due to the presence of scar tissue. It was reported that the patient is not receiving effective stimulation coverage with the new lead. A diagnostic test was taken; however, no impedance issues were observed. Efforts to resolve this matter via reprogramming have proven unsuccessful. In addition, it was reported that the patient has a low-grade fever. Follow-up on this matter found that the reported fever has subsided. The patient is currently working with her implanting physician to determine the next course of action in this matter.